Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient didn´t experienced any symptoms and the cgm reading was low. Therefore, the patient self-treated with a lot of carbohydrates but the cgm reading was still the same. The patient called emergency medical service, and they took a blood glucose reading which was 388 mg/dl. The patient was taken to the hospital and there they treated him with 2 bags of IV medication. The patient was discharged after 4 hours. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.